Manufacturer narrative:
During investigation the reported problem turned out to be not reportable.

Event description:
The customer reported the device is not sending alerts. The device was in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.